Event description:
A ventilator was evaluated by a third-party field service engineer for service.there was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device¿s 3-way solenoid valve and proximal filters needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There a ventilator was returned to the manufacturer for service. There ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device¿s 3-way solenoid valve and proximal filters needs to be replaced to address the issue. The fio2 sensor assembly and fio2 in-line filter were evaluated by the manufacturer's product investigation laboratory (pil) and found the fio2 sensor assembly and fio2 in-line filter were functioned as designed and operated without issue or error codes.